Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c124ej, serial/lot #: (B)(4), ubd: 23-mar-2019, UDI#: (B)(4); product ID: etlw1628c156ej, serial/lot #: (B)(4), ubd: 29-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with leg pain two years and two months later. A CT scan showed that the diameter of the patient¿s aneurysm had increased to 76mm and it was reported that there was the possibility the aneurysm had recently ruptured. It was also reported that the increase in aneurysm diameter was due to endotension and the event was unlikely to be a product issue. An emergency re-intervention procedure was carried out. It was reported that no obvious type ia or type ib endoleak was observed by angiography during the procedure. An endurant stent graft cuff (etcf3232c49ej) was implanted proximally and an endurant ii stent graft limb (etlw1628c124ej) was implanted in the right limb to reinforce the stent graft. It was also noted that there was a type ii endoleak from a collateral vessel of the internal iliac artery. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.